Event description:
It was reported the patient underwent revision surgery due to aseptic loosening of the femoral implant. The patient was revised without issue.

Manufacturer narrative:
(B)(4). G2: canada. Suggested code (annex g)- mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h4, h6, h10, h11. D10: additional associated products: unknown bearing lot # unknown. Unknown tibial lot # unknown no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.